Event description:
It has been reported to philips that the fluroscopy pedal of the wired footswitch was sticking. As a result, x-ray could not be initiated. The system was in clinical use when the issue was identified, and the procedure was completed in another room. No harm has been reported to philips. A philips service engineer inspected the system onsite and replaced the wired footswitch. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the fluoro paddle was sticking, wires are exposed on tube. Upon functional testing fse identified defect in fluoro paddle. The fse installed new foot switch. After installation, the system was returned to use in good working order. The codes were updated based on the investigation outcome.